Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels due to bent cannulas on the infusion sets. The customer's blood glucose reading was 402 mg/dl. The customer declined troubleshooting and stated he understood why he had high readings. Customer also reported that the infusion set was hurting his skin. The infusion set was replaced and will be returned. The insulin pump was not replaced or returned.